Event description:
It was reported that a patient with an onkos pelvic reconstruction case experienced an alleged infection. The patient underwent a revision procedure on (B)(6) 2025, to explant the pelvic reconstruction. This event will be reported as a serious injury due to the explantation. This report captures one of twelve explanted cancellous bone screws.

Manufacturer narrative:
It was reported that the patient implanted with an onkos my3d personalized solutions pelvic case (B)(4) had an alleged infection. The patient has had a history of chronic infection. The patient underwent a procedure on (B)(6) 2025 to explant the devices due to the infection. Device history records could not be reviewed for this device, as the lot number is unknown. Based on the available information, the root cause of the patient's alleged infection could not be determined. Note: initial submission was corrected with surgeon, case, and device information. Incorrect event was initially submitted.

Event description:
It was reported that a patient with an onkos personalized pelvic reconstruction case experienced an alleged infection. The patient underwent a revision procedure to explant the construct. This event will be reported as a serious injury due to the explantation. This report captures the explanted apical hole plug.